Event description:
Pt reported to have developed an allergy to implanted products approximately 7 months before this report date. She developed a generalized dematitis further described as a leukocytoclastic vasculitis. The condition was treated with various medications including prednisone which cleared the condition as long as she was taking it and the condition flared again upon discontinuing the medication. The pt was referred to a dermatologist for testing using samples of the materials contained in the implanted products. The pt had been using the implanted system for control of a urinary problem with apparent sucess. The dermatologist recommended explant of the product. The products are not known to be explanted to date.